Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests. And self test no pump error 37, 41, 43 alarms noted during test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 37 alarm on 07/20/2025 17:21:00.000 pump error 41 alarm 07/20/2025 17:21:00.000 and pump error 43 alarm 07/20/2025 17:21:15.000. Hour for alarms that may have occurred in the past and line number 713 file number 121 07/20/2025 17:21:00.000 or during a complaint call that might have triggered the reason complaint. Pump unsuccessfully paired guardian link 3 transmitter. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After swapping with a test pcba 2 board. The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. No pump error 37, 41, 43 alarms noted during testing. However, pump error 130, 37, 38 alarms confirmed on event date in the pump history download, the motor may have had an intermittent failure that was not detected during our testing and pump not communicating with the transmitter confirmed during testing, problem isolated to the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7020la and mmt-1880. Troubleshooting was performed for the pump error. The customer was able to clear the error. The customer was able to push insulin out manually with the plunger attached while disconnected, and the pump did not alarm again when reattempting the load reservoir/fill tubing process with the same set. Troubleshooting was performed for the loss of communication led light does not blink when connected to the sensor, but the transmitter was confirmed to have been charged. No harm requiring medical intervention was reported. No product return is required for mmt-7020la. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.